Event description:
Customer reported unit does not power on. They have replaced batteries with new supply. No other physical damage was reported. No pt incident or injury was reported. The customer did not provide a date when this was discovered.

Manufacturer narrative:
Results: eval of the returned unit found that the reported issue is not confirmed. The alarm unit does power on when using new batteries and passed all functional tests. The case is cracked near the battery compartment, the battery springs are bent and one of the rj-11 pins in the receptacle is corroded. Note: instructions for use state: the posey sitter select is an electronic device. It may fail to work if subjected to severe shock, such as being dropped, or immersed in liquid. To reduce the risk of serious injury or death, test the alarm and sensor for proper operation prior to putting in service with a pt, and each time before leaving the pt unattended. MFR reference file # 2012-05402.